Event description:
It was reported that during system testing, the patient did not jump with a shock at 1 or 2 joules, and that a 5 joule shock "resulted in less than 20 ohms on hv lead impedance". It was also reported that the lead was already in question due to small r-waves. Further testing, after a new lead was implanted, resulted in a charge circuit timeout, and eventually, charge circuit inactive status. When vf was finally induced, the device took 22 seconds to charge, and external rescue was needed. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summar: no anomalies were found; full lead was returned for analysis. =analysis confirmed the inability of the device to complete a high voltage therapy charge. This was caused by an undetermined anomaly in an integrated circuit, which limited the high voltage from charging to its programmed level. The integrated circuit was damaged during a charge attempt; therefore, no further analysis was possible, and the specific anomaly could not be identified. H3 other text : it was reported that during system testing, the patient did not jump with a shock at 1 or 2 joules, and that a 5 joule shock "resulted in less than 20 ohms on hv lead impedance". It was also reported that the lead was already in question due to small r-waves. Further testing, after a new lead was implanted, resulted in a charge circuit timeout, and eventually, charge circuit inactive status. When vf was finally induced, the device took 22 seconds to charge, and external rescue was needed. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure (select specific code from category d) (integrated circuit) device was out of specification in a manner that relates to event charge, failure to mpedance, low charge times, delayed.